Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 69 year old male was admitted for a myocardial infarction, but deteriorated upon arrival to the emergency room. Following immediate resuscitation, the patient was taken to the catheter laboratory and an impella cp was placed and a percutaneous coronary intervention carried out. After being turned for radiography, the patient suffered an episode of hypotension with simultaneous suction events. A fluid bolus and inotropes were administered and the situation recovered. Correct impella position was confirmed. Following two days of support, the impella cp was successfully weaned and removed.

Manufacturer narrative:
Corrections: d4-updated UDI. H6 component code changed from g04105 to g07003. The investigation for hypotension has been completed. The root cause of the injury was not determined due to insufficient clinical details.